Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Patient identifies were not provided by the healthcare provider and will not be made available to abbott. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient developed discomfort around the ipg site after a fall. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein serous fluid was cleaned out and the ipg was re-implanted. This addressed the issue.